Event description:
It was reported that a revision was being done (B)(6) 2013 to add a mesh pouch to the existing pump and to redo the anchor at the spinal catheter area because, the patient could feel the anchor and it was bothering them. The pump was delivering clonidine, bupivacaine, and morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# l78693, implanted: 2000 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory. (B)(4).